Event description:
Dealer states the left side brake on the motor will not hold when the chair is on or off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Update; tested with torque wrench and static torque exceeds 40 nm. Tested with power to the motor and without power. Motor/not able to duplicate.

Event description:
Dealer states the left side brake on the motor will not hold when the chair is on or off.